Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional info received 19 may 2021: additional file needed. Same issue, same patient.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes custom cuff deflated when placed in patient with 9 ml filled and when the parent administered nebulizer, they heard leaking sound, so tube change out was required with no further adverse patient events.